Event description:
Customer reported receiving an inaccurately high reading on their freestyle blood glucose monitor. Customer reported receiving a blood glucose result of 23.0 mmol/l compared to a laboratory result of 8.0 mmol/l obtained within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. No treatment was administered, the customer was not diagnosed with any conditions, and no symptoms were reported by the customer. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.